Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon stuck [foreign body in reproductive tract]. Tampon cord broke [device breakage]. Case description: reporter stated that her daughter used a tampon and the cord broke. The tampon then became stuck in her vagina. No serious injury was reported.